Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. Vitalaire was initially unaware of the problem, and therefore the unit was serviced without an investigation on the reported issue. The unit had a routine preventative maintenance service done and the issue was reported after completion of the preventative maintenance when the unit had already been shipped back to the customer. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator had shut down with an audible alarm while on a patient. The patient was manually ventilated until they were placed on a backup ventilator. The therapist indicated that there was no patient harm associated with this complaint.